Event description:
It was reported by mother that the patient's blood glucose levels dropped to 64 mg/dl; patient's mother stated there were issues occurring with the controller and insulin delivery. More specifically, there was an un-commanded insulin delivery of 29.2 units. This bolus was delivered 45 minutes after an intended bolus was delivered for 35 carbs. The patient's mother also reported there were similar controller malfunctions that were reported just over a week prior (as documented in (B)(4)).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller malfunction and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog/novorapid, humalog, or apidra. Novalog is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod.

Manufacturer narrative:
Correction to d(4): sequence number changed from unavailable to 130821068. Lot number changed from unavailable to l61315. Model no changed from 18900-5a to 14500-5a. Catalog no changed from unavailable to ust400. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k192659.